Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that fms vue pump 284002 srl# (B)(4), was sent to biomed for calibration because during set up, pressure was rising and display stayed the same. When biomed tried it it did the same.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. As per service manual operational and diagnostic analysis confirmed reported issue (pressure was rising and display stayed the same). On inspecting the device, further deficiencies were found to be impairing device function.  Unit seems to have been dropped, replaced damaged pinch guard block.   Further information regarding the cause of the defect has been provided in the report to help determine a root cause for this failure. The root cause for the failure is due to damaged pinch guard block. No evidence of manufacturing anomalies were observed. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).